Event description:
Pt tested on the subject device with an inr result of 7.0. The lab inr was 4.9. Controls were in range. The pt was sent to the hosp for the lab test. The device was replaced and requested to be returned for eval.